Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient received a vibratory alert for high, out of range hv impedance. The lead was reportedly fractured. The lead was capped and replaced, and the patient was stable post procedure.